Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began at 8:37 p.m., on (B)(6) 2017. The patient claimed obtaining a blood glucose reading of ¿400 mg/dl¿ with the subject device which she felt was high compared to her feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with a combination of oral medication (januvia, 100 mg) and insulin (novolog, dose not reported) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported that at around 3 a.m., on (B)(6) 2017, she developed symptoms of ¿bright lights when she was laying down, sweating, shaking, dehydration and rapid heartbeat.¿ the patient advised that she contacted the emergency medical services (ems) who, upon arrival, measured her blood glucose at ¿51 mg/dl¿ on their device and treated her with ¿glucose medication, water, orange juice and (B)(6)¿. The patient advised that a little while after receiving treatment, the ems retested her blood glucose on their device and reportedly obtained a reading of ¿88 mg/dl¿ at the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr established that the test strips had been stored improperly and/or had been open beyond their discard date. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event and received treatment from a health care professional for an acute low blood glucose excursion after the alleged inaccuracy issue began.